Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and blood at the sensor insertion site, which required medical intervention by paramedics. The blood glucose reading was 400 mg/dl, which rose to about 600 mg/dl. The customer's mother stated that the customer's father inserted the sensor into the customer's stomach. She stated that there was blood everywhere thereafter, and the customer's stomach started swelling. She reported that they thought he had internal bleeding, which they were advised was only a lot of bruising at the site. The caller declined to have the customer transported to the emergency room after emergency medical technicians arrived. Nothing further reported.